Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter for a gynecology procedure, another device was getting stuck in the cannula of the non-bladed trocar. The surgeon ended up replacing the port. Current patient status is fine. Another trocar was utilized to replace the port. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss or damage.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The cannula and obturator were received both intact. The envelope and circular seals were intact and the device passed the leak test. The obturator was able to be inserted and removed from the device without difficulty. The file was concluded to be tested satisfactorily as the device was found to meet specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).